Event description:
It was reported via repair work order that the fowler was drifting due to a malfunctioning fowler motor. It was also reported that the up/down functions were not available on the siderails due to malfunctioning cpu board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.